Event description:
Patient received second degree burn and redness the size of pad on left scapula during surgery, while using a gaymar solid state t/pump. Bacitracin/neosporin ointment ordered by physicia for affected area. The environment was normal for surgical conditions. Padding was placed between patientr and gaymar pad and was checked according to procedures during surgical procedures. Patient stated after surgery that "she was lying on something hot in surgery." The hospital's biomedial department conducted a complete electrical safety and operatonal inspection on the device 12/3/91 with the results being inconclusive or could not be dsetermined. The device was ordered returned to the manufacturer for check and certification before use in a surgical proceduredevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.